Manufacturer narrative:
Related MDR's: 1219977-2015-00341 and 1219977-2015-00342. The actual drain for the incident was not returned. A drain that was related to the incident was returned and evaluated. The product lot number was not provided, therefore a device history record review could not be performed. The drain and drain packaging was inspected for damage. The drain had damage in the lower right corner of the unit, typically referred to as the "leg" area. The cover was separated from the body creating an opening for air leakage. The damaged area had the following defects: the cover was separated from the body creating an opening for air leakage. Stress marks on the outside and inside edge of the cover. Crack in cover on outside edge, corresponding to the stress mark. A diagonal stress line on the cover surface coinciding with the stress marks on the sides of the cover. The csr wrap had damage in the corner corresponding to the location of the damaged area of the drain. Drains are 100% leak tested with an automated system and then inspected by each operator as it progress down the production line. The amount of damage to the drain would not have passed the manual and automated inspection processes on the production line. The root cause appears to be that the damage was caused either by shipping or some type of impact. The instructions for use (IFU) states in the precaution section "do not use if package is damaged."

Event description:
Received report from the hospital that a drain was attached to the patient and it was noticed that there was rigorous bubbling in the water seal. Upon further observation a broken spot on the bottom of the drain was seen.